Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 42 to 50 mg/dl, disorientation, loss of consciousness, sweating and convulsions. Customer required assistance from partner to treat bg via glucose gel and consumption of carbohydrates. Additionally, emergency medical services (ems) were called and customer received further unspecified treatment from ems. No additional information was provided.